Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to another device. The reporter was unable to provide the results obtained on the meters. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up (6/15/2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on 5/22/2013 with the following findings: the test strip has passed testing for the reported issue. The reported issue could not be reproduced. Unrelated, the test strip had an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.